Event description:
It was reported that the doctor called the ep scheduler (B)(6) for the patient to have a lead revision. The last device check prior to that had elevated threshold. Additional follow-up reported on (B)(6) is that the lead remains in service. It is unknown if the lead revision occurred as stated.